Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon got stuck (and the string unraveled and I could not pull it out) [foreign body in reproductive tract]. (Tampon got stuck and) the string unraveled (and I could not pull it out) [device breakage]. (Tampon got stuck and the string unraveled and) I could not pull it out [complication of device removal] case description: consumer reported via phone that tampon got stuck in vagina and the string fell apart. No serious injury reported.

Event description:
Tampon got stuck (and the string unraveled and I could not pull it out) [foreign body in reproductive tract]. (Tampon got stuck and) the string unraveled (and I could not pull it out) [device breakage]. (Tampon got stuck and the string unraveled and) I could not pull it out [complication of device removal]. Case description: consumer reported via phone that tampon got stuck in vagina and the string fell apart. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on january 20, 2022. An investigation is in progress for returned product received on january 24, 2022.

Event description:
Tampon got stuck (and the string unraveled and I could not pull it out) [foreign body in reproductive tract]. (Tampon got stuck and) the string unraveled (and I could not pull it out) [device breakage]. (Tampon got stuck and the string unraveled and) I could not pull it out [complication of device removal]. Case description: consumer reported via phone that tampon got stuck in vagina and the string fell apart. No serious injury reported.